Manufacturer narrative:
Batteries (B)(4) and cac adaptor (B)(4)were not analyzed because they were not returned for evaluation. However, review of the devices' incoming inspection records indicated there were no ncmrs generated that could be related to the reported event. Upon completion of the review, it was concluded that the units met the internal requirements prior to their quality assurance release to the field the most likely root cause of the reported event can be attributed to a communication error between the controller and the batteries, which likely contributed to the event. Heartware has opened an internal investigation to address this issue. (B)(4) - battery / catalog number 1650de / expiration date 09-18-2015 - device not returned. (B)(4) - battery / catalog number 1650de / expiration date 10-24-2015 - device not returned. (B)(4) - cac adapter / catalog number 1430ch / expiration date unknown - device not returned. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is report three of three reports (3007042319-2015-03947, 3007042319-2015-03948, & 3007042319-2015-03949) submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The following devices are being returned; however, it is unknown which of these were involved in the event. If returned, these devices will be analyzed and reported as required: (B)(4). A supplemental report will be submitted when the manufacturer's investigation has been completed. This is report one of three reports (3007042319-2015-03947, 3007042319-2015-03948, & 3007042319-2015-03949) submitted for devices related to the same event.

Event description:
It was reported that the patient came to the routine visit with complaint of battery switching. The fe recommended exchange of all batteries, controller, and ac adapter. The patient went home without any issue and tolerated controller exchange very well. There were no reported consequences or impact to the patient. Log files were sent. Investigation is ongoing. This is report 3 of 3.